Event description:
It was reported that during extracorporeal membrane oxygenation (ECMO), the bio-pump leaked near the outlet nozzle. The bio-pump was changed out to continue case. The pt later expired due to multiple organ failure. The perfusionist indicated that the pt's outcome was unrelated to the incident.